Manufacturer narrative:
The insulin pump alarmed failed self test during self test and was unable to communicate with test glucose meter due to faulty connector at remote frequency board. After the component replacement, the device was programed with a test glucose meter and it communicated properly and recorded the reading value properly from glucose meter. Dev ice had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and missing end cap sticker.

Event description:
Customer's spouse reported that the meter was not communicating with the insulin pump. During troubleshooting, they stated the insulin pump was alarming. A failed selftest alarm was found for (B)(6) 2015. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.